Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The target vessel was a proximal portion of the left anterior descending artery which had restenosed following a stent procedure two years ago. 75% of the lesion was located at the distal edge of the stent. The physician did not predilate. A 6f cordis xbu 4 guide catheter was used to insert a taxus express2 3.0 x 20 mm drug eluting stent which crossed the lesion easily. The balloon was deployed at 18 atm for 45 seconds. The physician drew negative pressure which allowed catheter to burp for 15 seconds. Upon withdrawal of the catheter, the guide catheter deep seated. The physician repositioned the guide catheter. He continued to withdraw the delivery catheter with resistance. Stong force was necessary to disengage the balloon from the stent. Upon pulling the balloon into the guide catheter, there was resistance and balloon became stuck. Excess force was required to pull the balloon completely into the guide catheter in order to visualize the coronary artery. There was no indication of any complication. The stent looked well apposed. The balloon was withdrawn completely from the guide catheter with continued resistance and the outer polymer shaft portion was severely stretched upon removal from the guide catheter. The pt returned to the unit. It was reported that there was no pt injury.